Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found only a small area had bone cement was fixated to it. There are warnings in the package insert that state that this type of event can occur: "it is the responsibility of the operating surgeon to determine whether there is adequate initial fixation and stability." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-01844 / 01847).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2012 due to loosening, pain and lack of strength. All components were removed and replaced with competitor's product.